Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that it was some type of mechanical problem. Possibly the rotor was knocked out of placed. All the covers were removed, followed by checking the basic mechanical adjustments. Everything functioned as intended. The covers were reinstalled and everything continued to work fine. Door switch 5 was slightly adjusted. The customer reported that the machine bounces quite a bit being moved from the first and second floor. A lower door cover was found to be damaged and this was recorded in a different case. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when the door was closed, the pendant was displaying that the door was still open. This was discovered outside of a case.